Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) has charging issue.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6) updated fields: b4, b5, e1 (event site name), g3, g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact codes, type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the unit was only inserted into the cart halfway. Biomed stated that this is the way it was received. The fse explained that charging only takes place when the pump is fully inserted into the cart and the cart is plugged in. The fse inserted the pump in the cart and plugged the cart into ac receptacle. The fse observed the charging indicator light up. Throughout the afternoon, both batteries were observed to be charging. The fse performed a preventive maintenance (pm) with all calibrations, performance, and safety tests. The iabp was approved for clinical use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) batteries were not charging. The circumstances of the event are unknown. It is also unknown if there was any patient involvement. However, there was no harm or injury reported.